Manufacturer narrative:
S/w version 6.21u. Retainer ring=black. Case type=ngp. Customer returned pump for alleged drive/motor anomaly, rewind anomaly, pump error 41, and pump error 43 on (B)(6) 2023. Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test at 4.25 lbs., force sensor test and occlusion test. No drive/motor or rewind anomalies noted during testing. Unit partially downloaded to thump. No pump error 41 noted in pump history download. Verified pump error 43 in pump history download on (B)(6) 2023 02:11:25.000. This alert occurs during normal pump use. Pump was cut open to perform visual inspection and found moisture damage on pcb1, pcb2, motor assembly, lithium backup battery, and force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and corroded battery tube. Pump passed required testing and no drive/motor or rewind anomalies noted during testing; however, moisture damage noted to motor assembly. No pump error 41 noted in pump history download. Verified pump error 43 in pump history download. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported unusual grinding noises made by the insulin pump during the rewind process. It was also reported that the insulin pump received a "motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period" (pump error 41 alarm) and also received "an error in the motor was detected by reading unexpected value from hall sensor" (pump error 43). Troubleshooting was not performed. No harm requiring medical intervention was reported. It is unknown whether the customer will continue the use of the insulin pump and it will not be returned for analysis.